Event description:
The facility reported a colleague infusion pump with a malfunction of "not getting charging icon." This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no reported patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "not getting charging icon" was confirmed during product evaluation. The root cause of this condition was assigned to a loose led printed circuit board harness. The led printed circuit board harness was reconnected to correct this condition.